Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5085823) that a female patient of unknown age who underwent breast protheses implantation with an unspecified mentor saline implant and a 325cc mentor smooth round moderate profile saline breast prosthesis on (B)(6) 2006, experienced autoimmune issues, food intolerances headaches, joint pain and numerous other issues. The patient reports she was bedridden. She explanted on (B)(6) 2019 and reports all her symptoms have resolved with exception to her food intolerances and thyroid function issues. The patient believes these issues were caused by her breast implants. No product issue, such as deflation, was reported. This medwatch form is for device 1 of 2 breast prostheses reported.